Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that in-stent restenosis occurred. On (B)(6) 2017, the index procedure was performed. The patient presented with peripheral artery disease (pad), critical ischemia, rest pain, claudication, and weakness. An angiogram of the right leg showed that the right popliteal artery was occluded. The right popliteal artery was balloon dilated with a 2mm by 220mm bsc sterling balloon. Pre-treatment stenosis was 100% and post-treatment stenosis was 99%. The right popliteal artery was then atherectomized with a bsc jetstream2.1/3.0mm atherectomy catheter. Pre-treatment stenosis was 99% and post-treatment stenosis was 70%. The right popliteal artery was balloon dilated again with a 5mm by 200mm bsc sterling balloon. Pre-treatment stenosis was 70% and post-treatment stenosis was 50%. The distal right popliteal artery was balloon dilated again with a non-bsc 4mm by 150mm balloon. Pre-treatment stenosis was 50% and post-treatment stenosis was 0%. An angiogram of the right popliteal artery was performed and it was found that the remainder of the artery was 40% stenosed with calcification, plaque, and dissection. The right popliteal artery was catheterized and an intravascular ultrasound was performed. It was found that the artery was 50% stenosed with calcification, plaque, and dissection. The maximum outer wall diameter was 4mm. A 5mm x 40mm innova stent was then placed in the mid-right popliteal artery to the knee joint, using a 5mm x 200mm bsc sterling balloon. Pre-treatment stenosis was 50% with calcification, plaque, and dissection and post-treatment stenosis was 0%. There was a good result with strong pedal pulses post intervention. On (B)(6) 2017, the patient presented with critical ischemia, rest pain, and claudication. An angiogram of the right leg showed that the right superficial femoral artery (sfa) was 50% stenosed with calcification, plaque, and intimal hyperplasia. The right sfa was atherectomized using a bsc jetstream 2.4/3.4mm atherectomy catheter. Pre-treatment stenosis was 50% with calcification, plaque, and intimal hyperplasia, and post-treatment stenosis was 40%. The right sfa was balloon dilated with a 6mm x 150mm bsc sterling balloon. Pre-treatment stenosis was 40% and post-treatment stenosis was 40% with dissection. A 6mm x 150mm innova stent was placed in the right sfa, using a 6mm x150mm bsc sterling balloon. Pre-treatment stenosis was 40% with a dissection, and post-treatment stenosis was 0%. During the same procedure in-stent restenosis was observed in the previously placed 5mm x 40mm innova stent implanted on (B)(6) 2017. Angiogram was performed in the right leg and showed 90% restenosis in the right popliteal artery. The isr was treated with atherectomized using a bsc jetstream 2.4/3.4mm atherectomy catheter. Pre-treatment stenosis was 90% and post-treatment stenosis was 70%. The right popliteal artery was then dilated using a 5mm x150mm bsc sterling balloon. Pre-treatment stenosis was 70% and post-treatment stenosis was 0%. Intravascular ultrasound was performed in the right popliteal artery ad findings revealed 0% stenosis with calcification. The maximum outer wall diameter was 4mm. No further patient complications were reported.